Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the left ventricular lead went into high output mode possibly due to varying capture threshold. No interventions were performed. There were no patient consequences.